Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. H11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage. Functional evaluation found the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole located approximately at 35 mm from the tip of the device which produces leak. Microscopic inspection also found evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst unable to be confirmed. The balloon pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The results of the analysis performed on the returned device found that the pinhole located approximately at 35 mm from the tip of the device which causes the balloon leak. The pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found at the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, when pre-dilating the bile duct papilla, the dilatation balloon ruptured at 3atm (6 mm diameter), and the contrast agent leaked. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is the (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, when pre-dilating the bile duct papilla, the dilatation balloon ruptured at 3atm (6 mm diameter), and the contrast agent leaked. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.